Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed

Manufacturer narrative:
A full evaluation of the device could not be conducted. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted for black tarry stools and low hemoglobin. It was reported that there was a slight drop in pi values, but no alarms from the pt's lvad. The pt was given units of blood and was scheduled for a double balloon enteroscopy to evaluate for potential gi bleed.